Manufacturer narrative:
Coloplast has been unsuccessful in securing the explanted device, and it is unclear if the device is available; thus, no evaluation has been performed.

Event description:
Erosion & pain; had tot for sui inserted (B)(6) 2010. Procedure/ product made sui worse. Had pain since insertion. Painful sex, hurt her husband as well due to vaginal erosion- had to have mesh removed (B)(6) 2011